Event description:
It was reported that an occlusion alarm occurred. During troubleshooting, the issue was resolved. Customer successfully resumed insulin deliveries after troubleshooting. Reportedly, the customer declined to perform troubleshooting. Customer¿s blood glucose level was within range.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.